Event description:
It was reported that the care giver (cg) and the home patient (hp) attempted to reconnect the disconnected transfer set to the catheter. The twist sleeve of the transfer set was broken and caused the transfer set to disconnect from the catheter. The transfer set was replaced and the hp was given antibiotics prophylactically. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error, failed to follow therapy steps, where the care giver (cg) and the home patient (hp) attempted to reconnect the disconnected transfer set to the catheter. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.